Manufacturer narrative:
The device had no motor error alarm or unexpected no delivery alarm noted during testing. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address label, stained serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose level was gone up to 400 mg/dl. Customer stated hat the pump received motor error. Customer will return the insulin pump for analysis.